Event description:
The system displayed error codes during initialization. The customer tried to replace the probe but the error code persisted. Troubleshooting was performed to reseat the cables and checked to ensure they are not twisted but the error code re-occurred. The procedure was rescheduled.